Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the screw has fallen out of the instrument.

Manufacturer narrative:
The locking impactor/extractor was returned disassembled except for the two springs that assemble with the shoulder bolts (location of springs unknown). Visual inspection of the returned locking impactor/extractor identified that one of the shoulder bolts that secured one of the jaws had fractured. The hex features of both shoulder bolts exhibited damage. Scratches on the instrument shaft and gouges on the knob indicative of use were also noted. Review of the receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Per the instrument/provisional use, care, and sterilization package insert, instruments should be inspected prior to use and should not be used if damage or wear is noted that could compromise the function of the instrument. The package insert also states that breakage can occur if instruments are subjected to high loads and/or impact. This device was manufactured in march 2014 with an approximate field life of 1 year 11 months and has been used in an unknown number of surgeries. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Returned, not yet evaluated.